Event description:
During troubleshooting for a check heater line alarm, the technical service representative (tsr) discovered that the home patient (hp) had only replaced the cassette and not the supply bags when starting over with new supplies in an attempt to resolve the alarm prior to calling in for assistance. The tsr advised the hp to reset up again with a new cassette and solution bags. Product surveillance contacted the hp regarding the reported event. The hp stated she started over with all new supplies after being instructed to do so. The hp stated she was advised that in the future if she needed to start over with new supplies, to ensure she stated over with an entire new setup. Per the hp, she was able resume therapy successfully after starting over with new supplies. The hp stated she was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). The complaint for use error - reuse of single-use supplies was confirmed. As per the complaint, patient reused same supply bag after starting with new cassette. The assignable was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.